Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event. The device was returned to the manufacturer and investigated on 09/14/2017 with the following findings: on investigation, the pump powered on with a dim/faded/discolored display screen. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.